Manufacturer narrative:
Other relevant device(s) are: product ID: neu_set_screw, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative (rep) reported that during the case on the day of the report, the set screw wouldn't click when they tightened it and the lead wasn't secure. The rep noted that the doctor was not hearing any clicking, the doctor backed the set screw out and then they heard the clicking but the lead was still not secure. It was then noted that the doctor kept working at the setscrew and eventually it clicked with the lead secure. Lastly, the rep reported that the technique was critiqued by the surgical technician who made a comment of tightening the screw straight and not at an angle. There were no further complications reported or anticipated.